Event description:
It was reported that a malfunction alarm occurred after the pump got wet when a wave submerged it. There was no reported adverse effect to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur, customer continued to use pump for insulin therapy.